Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 450 mg/dl range and a bolus was delivered to address bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous drip, fluids, and medication for vomiting were administered. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2019 with no permanent damage. Customer alleged pump was not delivering insulin properly. Tandem technical support performed a system check and pump was found to be functioning properly. Customer maintained there was a pump issue. Tandem clinical diabetes specialist spoke with customer and recommended different infusion sets and different sites on the body to address elevated bg. Customer agreed.